Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 04/2022).

Event description:
It was reported that during an ivc filter placement via left femoral vein, the device allegedly failed to advance. It was further reported that the guidewire dislodged from the filter delivery system. Reportedly, sheath and filter system was removed as a single unit. It was found that the sheath had a kink in it. Provider attempted to retrieve the dislodged capture wire in the left pelvis with an endo-snare. Despite multiple attempts, the dislodged wire was not able to be retrieved. Dislodged guidewire remains in the patient. Current status of the patient is unknown.